Event description:
Information from the reporter/rapporteur: some kind of condensation has been observed in the 50 ml syringes of bd and the black piece on the pestle also feels sticky. It concerns charge: 2312017. We have already compared this ourselves with another batch, namely 2311027 we don't see this there. We want to know if there have been more complaints about this, or if you can indicate what this is. We quarantined the entire batch. ·full name of the reporter (first and last name): (B)(6). ·email contact of the reporter: (B)(6). ·telephone number(s) of the reporter: (B)(6). ·establishment name (where the incident occurred): hospitals in (B)(6). ·business address (street, city, province, zip code): (B)(6). Product details ·product name: bd plastipak syringe 50ml. ·material/catalogue number: ·lot/batch number(s): 2312017. Description of the incident: some kind of condensation has been observed in the 50 ml syringes of bd and the black piece on the pestle also feels sticky. It concerns charge: 2312017. We have already compared this ourselves with another batch, namely 2311027 we don't see this there. We want to know if there have been more complaints about this, or if you can indicate what this is. We quarantined the entire batch. ·date of the incident (dd/mm/yyyy): 27-02-2024. ·date of notification to bd (dd/mm/yyyy): 28-02-2024. ·name of the bd employee who has been notified, if applicable (first and last name): ·description of the event (provide specific and objective data about the event): ·sample availability (yes/no, including sample retrieval information): yes, product is in quarantine. ·was there an alleged injury or damage to the user or the patient? (Please provide detailed information): additional important information: no ·death yes/no, serious injury, erroneous results, exposure to blood/bodily fluids, safety issue, other types of actions... No photos: attached.

Manufacturer narrative:
Pr (B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Information from the reporter/rapporteur: some kind of condensation has been observed in the 50 ml syringes of bd and the black piece on the pestle also feels sticky. It concerns charge: 2312017. We have already compared this ourselves with another batch, namely 2311027. We don't see this there. We want to know if there have been more complaints about this, or if you can indicate what this is. We quarantined the entire batch. Full name of the reporter (first and last name): (B)(6). Email contact of the reporter: (B)(6). Telephone number(s) of the reporter: (B)(6). Establishment name (where the incident occurred): (B)(6). Business address (street, city, province, zip code): (B)(6). Product details product name: bd plastipak syringe 50ml. Material/catalogue number: lot/batch number(s): 2312017. Description of the incident: some kind of condensation has been observed in the 50 ml syringes of bd and the black piece on the pestle also feels sticky. It concerns charge: 2312017. We have already compared this ourselves with another batch, namely 2311027. We don't see this there. We want to know if there have been more complaints about this, or if you can indicate what this is. We quarantined the entire batch. Date of the incident (dd/mm/yyyy): 27-02-2024. Date of notification to bd (dd/mm/yyyy): 28-02-2024. Name of the bd employee who has been notified, if applicable (first and last name): description of the event (provide specific and objective data about the event): sample availability (yes/no, including sample retrieval information): yes, product is in quarantine. Was there an alleged injury or damage to the user or the patient? (Please provide detailed information): additional important information: no. Death yes/no, serious injury, erroneous results, exposure to blood/bodily fluids, safety issue, other types of actions. No. Photos: attached.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos and three physical samples were provided to our quality team for investigation. Through visual inspection, silicone can be observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2312017 and were found to be within specification. The samples underwent these same tests and found one syringe was slightly above our specified limits, however, it was verified the quantity was still compliant with iso-7886-1. A device history review was performed for the reported lot 2312017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our investigation, a root cause cannot be identified at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.